Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the print button on the small keypad was stuck, causing the large keypad to become unresponsive. Physio-control replaced the small keypad, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported by the customer that they were attempting to obtain a 12-lead on their lifepak 12 device. When the 12-lead button was pressed, it was unresponsive. It was reported that there was no adverse event as a result of this failure.